Event description:
Lift used to transfer resident. Resident fell backward and hit head on floor. Employees (x 2) state all safety precautions used. Resident had z laceration of back of head. ER vs - evaluation - required 8 staples.